Event description:
A pt received a line of blisters along lines of forehead during first photoderm treated with the vasculight. Customer referenced a double pass technique targeted at rosacea was used during the treatment, apparently followed by a third pass at lower power targeted at wrinkles. Pt returned 3 days later with reddened areas corresponding to each laser flash. Pt ws treated with triple antiobiotic cream and aloe. Ref: 200330000-2005-8013 user facility MDR report states "the technician discovered an area of corrosion in the central portion of the crystal. Suspect the abnormal curvatures of the corroded area may have focused the laser beam resulting in the generation of a higher temperature."